Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 431183 s1s hip head cement mold 56mm lot#: 478990, catalog#: 431198 hip mold stem w/reinf 15x200 lot#: 807560, catalog#: 431186 s1s hip neck adapter std lot#: 732090. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient received a stage one cement spacer mold on an unknown date. Subsequently, the patient developed an adverse tissues reaction. Attempts have been made and additional information on the reported event is unavailable at this time.